Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited oversensing of ventricular noise, resulting in inappropriate shock and pacing inhibition.